Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information received from the patient via the manufacturer's representative reported that they felt no stimulation from the implanta ble neurostimulator (ins) on the right side at 10.5 volts. An impedance check showed contacts #8-15 were >10,000 ohms. The physician was going to schedule x-rays. No surgical interventions occurred or were planned. The indication for use for the implanted device was noted as spinal pain. The patient status at the time of this report was noted as "alive - no injury". No further details, interve ntions, or an outcome were reported regarding this event. Additional information could not be obtained on follow up. Should additional information be received the event will be undated.